Event description:
Clinic notes dated (B)(6), 2013 indicate the patient had more seizures since the last visit. It was stated that these seizures are small ones, but occur almost daily. The patient experienced no recent illnesses, had adequate sleep, no depression or anxiety, and no change in medications except a few months ago. The vns device was interrogated and reprogrammed. Notes dated (B)(6), 2013 indicate the patient is doing well, but is still having small seizures per the patient's mother. On (B)(6), 2013, the notes indicate the patient has been back and forth to the emergency room for episodes he is having, where for hours the patient is hardly able to move and is wobbly when able to walk. The patient complains of blurry vision, which is not seizure like, and feels like "jello". Attempts are underway for additional information; however, no additional information has been received.